Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer believes that the insulin pump was not alarming no delivery as it should. Troubleshooting was declined. The customer stated that she did not receive the alarm when the cannulas were bent. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.